Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty surgical procedure but before use on a patient, it was observed that the blade device was unable to be secured in the sagittal saw device. According to the report, the screw on the sagittal saw device could be tightened without the blade device but once the saw blade device was placed in the sagittal saw device, the screw would not tighten down. It was not reported if there was a delay; however, it was reported that the surgery was completed successfully with an identical spare device. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was unable to secure the blade as the set screw was worn out. It was further noted that the housing was worn and ball bearing worn/seized. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate